Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "keypad works intermittently" was confirmed through evaluation. Evaluation found the row 1 keys (all blue soft keys) to be working intermittently. This was caused by a failed keypad. This failure mode does not provide any user opportunities for navigation, to program delivery parameters, or start an infusion. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that a spectrum pump had a keypad which worked intermittently. It was also reported that there was no patient injury.